Event description:
A customer reported no flow while using an infusor elastomeric device. This event occurred during patient infusion of 5-fluorouracil. There is no information as to whether or not this event resulted in a patient injury or an adverse event, though neither was reported. No additional information is available.

Manufacturer narrative:
(B)(4). Baxter received one filled unit for evaluation with approximately 50ml of fluid in the bladder. The sample was visually inspected and functional flow testing was performed. Flow was observed at the connected needle; therefore the reported condition was not confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.